Event description:
Leakage from clave port reported. Received report which states: "leakage from clave. Blood backed up. Set up changed." Add'l info has been requested, but no further info is available at this time.

Event description:
Additional info was received after the initial medwatch was submitted. An emergency room nurse was administering an unspecified dose of morphine sulfate to a pt. When the nurse attempted to push the medication into the secondary clave port with a 3cc needleless syringe, he reported that leakage occurred and that he had difficulty in pushing the medication through the port. When reattempting to push the medication, he noted bleedback in the tubing (no blood loss) and continued leaking of the drug from the port. The tubing was changed to resolve the problem. No pt harm was reported.